Event description:
Device malfunction: resistance during the thumb advancer stroke. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the starclose device, attempted arteriotomy closure of a heavily calcified common femoral artery, after a diagnostic procedure. Reportedly, as the physician was near completion of the thumb advancer stroke, resistance was encountered. The safety release button was successfully depressed to remove the device. Hemostasis was achieved with a second device. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
Evaluation summary: the returned device was received with the sheath split to within 1/4 inch from the distal end. During testing the thumb advancer stroke was completed, cutting the remaining portion of the sheath without resistance. All external and internal device components were acceptable for a deployed device. No malfunction was detected; therefore, no root cause could be determined based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.